Event description:
The customer reported that the cine drive was not available. An error code displayed on the system.

Manufacturer narrative:
A ge service rep replaced the cine drive, hard drive and installed a 30 foot interconnect cable. The system is operating as intended.